Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6) female plaintiff in united states on 13-jun-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2007. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, pain during intercourse, endometriosis, chronic fatigue, and excessive hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but it was unable to resolve her symptoms. As a result of plaintiff's constant pain and suffering, plaintiff underwent a partial hysterectomy to remove her uterus in or around (B)(6) 2009. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation ((B)(4)) received on 22-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure, experienced increasingly severe and chronic pelvic pain. As a result of pain, plaintiff underwent a partial hysterectomy to remove her uterus around two years later. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and implied temporal relationship, causality between reported event and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. In addition, other non-serious events were informed. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain/ constant pain') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and allergy to antibiotic. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), endometriosis ("endometriosis"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, endometriosis, fatigue and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, endometriosis, fatigue, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in removal date- (B)(6) 2017 (B)(6) 2017- procedure- davinci assisted laparoscopic bilateral salpingooopherectomy, cystoscopy, cystoscopy bilateral ureteral catherization. Partial hysterectomy done in 2009. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain/ constant pain') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and allergy to antibiotic. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), endometriosis ("endometriosis"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, endometriosis, fatigue and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, endometriosis, fatigue, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in removal date- (B)(6) 2017 (B)(6) 2017- procedure- davinci assisted laparoscopic bilateral salpingooopherectomy, cystoscopy, cystoscopy bilateral ureteral catherization. Partial hysterectomy done in 2009. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record received- reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.